Event description:
Same case as MDR ID#: 2134265-2011-04014. It was reported that during a rotational atherectomy treatment procedure, a guide wire detached. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified distal left circumflex artery (lcx) to the posterior descending artery. Following advancement of the mach1 7fr vl3.5 guide catheter, the floppy rotawire guide wire was advanced. The physician attempted to advance the guide wire into the main branch, however due to the blood flow was not successful, and the guide wire was advanced into the narrow collateral vessel. A 1.75mm rotablator rotalink plus burr was utilized for 4 runs of ablation for approximately 20 seconds at 200,000 rpms, however it was not able to cross the lesion. Approximately 1-2 cm of the guide wire detached and remains secure in the collateral branch of the distal lcx. Per the physician, the guide wire had become trapped in the distal part of the lcx leading to the detachment. Another floppy rotawire guide wire and a 1.5mm rotablator rotalink plus burr were utilized to successfully ablate the lesion and complete the procedure. No further patient complications were reported and patient status is stable.

Event description:
Further information from the physician provided that the guide wire detached because of being trapped in distal, narrow vessel. Additionally, there was no contact with burr and spring tip of the device which would cause guide wire detachment.

Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fibre optic cables of the plus unit. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out and no issues were noted with the unit handshake connections. The rotablator plus unit was guide wired using a test guide wire. No issues were observed. The rotablator plus unit was wet tested and specification was met. No issues were noted with the rotablator plus unit. The device did not have any speed issues. The burr was microscopically examined and no issues were noted, indicating the guidewire/spring tip did not come in contact with the rotating burr. A scratch test was performed which confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).